Event description:
As received: "aortic root erosion". According to the medical records received the clinical and tee diagnosis was large secundum atrial septal defect 20 mm in diameter with deficient anterior rim. The intended procedure was diagnostic cardiac catheterization and tee and transcatheter closure using an amplatzer atrial septal occluder if suitable for closure. Procedure: percutaneous venous and arterial access were gained to the right femoral vein and artery. A 6f cordis sheaths were used in both sides. Heparin (500 units) and cefuroxime (1500 mg) were given. Hemodynamics and saturations were taken (see file for diagram). Angiography: right upper pulmonary vein angiogram is 35 lao, 35 cranial angulation was taken. It showed a significant shunt across the atrial septum. At this point taking into consideration the tee findings it was decided to proceed for transcatheter closure. Balloon sizing using a 24 mm amplatzer sizing balloon, inflating the balloon until flow stopped across the atrial septum on tee. The measured balloon sizing on tee was 24.7 mm and on cine was 28 mm. It was decided to use a 26 mm amplatzer aso. A 10f amplatzer delivery system was utilized. The sheath was introduced to the left upper pulmonary vein and the device was pushed up all the way. The whole system was pulled back to the left atrium and the left atrial disc was opened fully. The whole system was then pulled back near to the atrial septum and the waist and then the right atrial disc were opened sequentially. The device fitted into place very nicely and there were no signs of oversizing. Wiggle was performed and then the device was released. Right atrial angiogram at the end of the procedure in 35 lao, 35 cranial angulation showed the device to be in place and showed smoke through the device in levophase. The situation at the end of the procedure was consistent with the tee finds of an excellent result. Echocardiogram performed one day later showed the amplatzer aso in place. Moderate pericardial effusion all around the heart around 16 mm. No asd flow seen. Recommended for surgical exploration. According to the operative report, "...large secundum asd. Amplatzer device perforating the root of the left atrium and puncturing the aortic root in the non-coronary sinus. The right atrium was opened longitudinally; the amplatzer device was in the proper position and was occluding the asd completely, the upper edge, however, had perforated the roof of the left atrium, the device was easily removed, the aorta was retracted, bypass temporarily stopped and the perforation was repaired with 5/0 prolene. The roof of the left atrium was similarly sutured and the asd closed by a pericardial patch, using 3/0 prolene." According to a follow-up note dated (B)(6) 2006 the pt had an uneventful postoperative course, apart from segmental collapse in her left lung which was treated conservatively. She was discharged from the hospital today in very good condition. Discharge echocardiography showed intact asd patch, excellent left ventricular function and no pericardial effusion.

Manufacturer narrative:
A cd was forwarded to aga's medical consult for review and interpretation. Report review: a 26 mm aso was placed in asd originally measured at 20 mm with stop flow diameter of 25 mm echocardiogram and 28 mm cine. Appeared to be atraumatic insertion on cine, and the device does not appear to be oversized. Pericardial effusion was noted 7 days later, symptoms not described. Surgical report indicates perforation of roof of la and ascending aorta. Asd and la and aorta perforations closed without incident. No follow-up after surgery described. No photographs of perforation present. Imaging review: the aso appears flat on release suggesting appropriate sizing. No echocardiogram images present. Impression: erosion of the la roof and aorta by appropriate sized device. Summary: la/aortic erosion 7 days after placement. No obvious cause or misadventure identified. Obtaining tee echo images of implantation is important for this case.